Event description:
A customer reported that their pump battery was not charging, and there was no power source alert received. There was no adverse impact to the customer's blood glucose level. The customer initially tried using a different wall outlet and confirmed the pump remained plugged in for 30 minutes, but the charging connection was unstable. Eventually, using a different wall adapter resolved the issue, and the pump began charging. Technical support sent a new battery charger, and no further assistance was required.